Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii on the left and with capsular contracture; baker grade ii on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 8/27/2019, the mentor failure analysis lab received the device for evaluation. On 8/29/2019, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number: 3505504bc; serial number: (B)(6).on the right side and with catalog number: 3505504bc; serial number: (B)(6). On the left side on (B)(6) 2019. Date of explant has been updated. Is required intervention is also selected under field outcomes attributed to adverse event on this form. This report is for the patient¿s right-sided device. On (B)(6) 2019, device evaluation was completed. During evaluation of the sample it was observed to be intact. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms reported. However, the trend will be closely monitored to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).